Event description:
The customer received questionable vancomycin results for one patient on their cobas 6000 c501 analyzer, serial number not provided. The customer provided the following vancomycin dosages: "day 1: vancomycin 0.75 g x2". "Day 2-3: vancomycin 0.5 g x 2". On day 4, the patient was given 0.5 g of vancomycin once. The patient's vancomycin level was measured and the result was 4.62 ug/ml. The patient's vancomycin dosage was increased, but no severe injury occurred. On days 5 through 9, the patient was given 1.25 g of vancomycin twice daily. On day 8, the patient had a trough vancomycin sample tested. The customer was expected to be 10 ug/ml. The result from the c501 analyzer was 0.0 ug/ml. After that, the patient had a peak vancomycin sample tested with an expected result of around 40 ug/ml. The result from the c501 analyzer was 0.0 ug/ml. There were no adverse events. The customer had another patient whose vancomycin result was measured and it appeared about 20 ug/ml. A mixture of the first patient and the second patient was made and the vancomycin was measured with an "unexpected" value of 2.48 ug/ml. The sample of the first patient may affect the assay.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A limited amount of patient sample was provided for investigation. It was determined there may be an interfering substance in the patient sample. No additional sample was available for further investigation.

Manufacturer narrative:
New information was received. This event occurred on (B)(6) 2012. The date of first contact for this event was (B)(6) 2012.